Event description:
Additional information was provided that the patient had fallen multiple times in the recent past. A device check was performed and measurements were in acceptable range by report. It was noted that the device counters and histograms were reset and the patient will continue on a normal follow-up schedule. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited an out of range shock impedance measurement. The patient's clinic was made aware of the issue. No adverse patient effects were reported.